Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was missing and the pessary was stuck inside. She was unable to remove the pessary. Multiple attempts have been made to obtain further information, however no further information has been received.